Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the packaging was not returned with the lead.. The full lead was returned with the helix partially extended, the helix is stretched and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw helix was exposed beyond the tip of the pacing lead when taken out of the sterile packaging. The physician attempted to retract the screw unsuccessfully, then fully extended and retracted the screw, however, the screw remained partially extended beyond the tip of the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.